Manufacturer narrative:
Mfg site eval: samples received - 1 unopened pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. Pack received is tight. The needle attachment of the samples received was tested and the results fulfil the requirements of OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements, including the needle attachment test results prior to releasing. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Needle detachment.